Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after an interventional angiogram procedure with a 6f sheath. Reportedly, a proglide had no issue deploying, yet was stuck during removal. The device was rotated, footplate lever opened and closed yet it continued to be stuck. The device was observed with fluoroscopy where it was noted the device was separated yet connected with the actuator wire. The patient was sent to the hospital for surgical removal, repair of the vessel and surgical closure. The patient was discharged from the hospital and was in good condition at a follow-up visit. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9/h3: subsequent to filing the initial report, additional information was received stating the device would not be returned. Therefore, the return status has been changed from yes to no.